Event description:
It was reported that bradycardia, cardiac arrest, hypotension, and st segment elevation occurred. A left atrial appendage (laa) closure procedure was performed. A 20mm watchman flx laa closure device was deployed and while running through deployment criteria it was noted that there was st segment elevation, and the patient experienced bradycardia. The device was released. Medication was administered and a temporary pacemaker was placed as the patient went into asystole. Once the temporary pacemaker was placed, the patient stabilized. The patient was unable to move her left side immediately after but then regained movement after 20 minutes. The patient was sent for stroke assessment/scan. The scan came back normal, and the patient was up and talking and stayed the night in the intensive care unit.

Manufacturer narrative:
Implant date: estimated as the aware date.